Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the patient fell off of an atv. The patient experienced inadequate pain relief. A catheter access port (cap) study was performed and the catheter was found to be damaged near the anchor site of the catheter. Surgical intervention was taken to replace the segment of the catheter near the anchor (proximal to the pump).